Event description:
It was reported by service report that the pt right top rail was broken, there were sharp edges exposed and the siderail cannot be latched up. It is unk if there was pt involvement or if there were adverse consequences to report.